Manufacturer narrative:
Result of investigation: vyaire medical received vela main pcba (printed circuit board analog) for investigation. Found no visible defect, damaged or contamination. Unit was powered into user mode and the unit ventilate normally. Performed calibrations as per vela ventilator systems service manual l2859-101 sections 6.2.4 - 6.2.6. Exhalation pressure transducer (pt 801), turbine differential transducer (pt 800) and exhalation flow transducer (pt802) successfully calibrated. The reported complaint was confirmed through the events log and not duplicated during functional check. The combination of transducer faults at power up with the successful calibration of all transducers indicates that the auto zero solenoids can be slow to respond. Slow solenoids can intermittently result to bad auto zero calibration at power up and operational auto zero checks. Solenoid failure of p/n 68374. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault and shows transducer fault. As of this time there is no information about patient involvement associated with this reported event.